Event description:
The pt is a 44 yr old woman who initially had bilateral breast augmentation in 1977. These implants were replaced in 1988 because of capsular contracture and rupture. The pt developed systemic symptoms in 1989 with recurrent flulike symptoms, chills, sweats, aches, and fatigue. The implant has also become quite contracture. She has breast pain bilaterally which radiates from the nipple area to the axilla. The pt has also balance disturbance, dry eyes, dry mouth, and alopecia. Because of these systemic symptoms, she has been diagnosed with atypical connective tissue disease associated with silicone breast implant. Because of contracture and systemic symptoms, it is medically necessary to remove these implants in the event that the implants may have caused these symptoms. Total capsulectomy is medically necessary because the capsule contains silicone which the pt may be reacting to.